Event description:
It was reported that this pacemaker had an out of range pace impedance. The pace impedance was measured at greater than 3000 ohms. The right ventricular (rv) lead was from another manufacturer. Myopotential noise oversensing was seen in the unipolar configuration, after the high impedance. The field representative was working with the physician on a solution. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that this pacemaker had an out of range pace impedance. The pace impedance was measured at greater than 3000 ohms. The right ventricular (rv) lead was from another manufacturer. Myopotential noise oversensing was seen in the unipolar configuration, after the high impedance. The field representative was working with the physician on a solution. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.